Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, ¿during the procedure, the sutures came out prematurely." The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle detached prior to the physician cutting the suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Problem of lead suture detachment.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed the presence of blood residue on both dilators, the mesh and sleeves of the mesh assembly. The mesh was torn in two places, both sutures were broken and both darts were missing. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The event occurred during the procedure and blood residue was observed on both dilators, the mesh and sleeves of the mesh assembly. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, ¿during the procedure, the sutures came out prematurely." The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle detached prior to the physician cutting the suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Should additional relevant details become available, a supplemental report will be submitted.